Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the insulin gauge was inaccurate. Additionally, it was reported that intermittently resistance was experienced during the fill process. Customer¿s blood glucose level ranged from 80-200 mg/dl. Reportedly, customer performed multiple pump supply changes to address the issues and continued to use the pump for inulin therapy.